Manufacturer narrative:
Unit received with constant self test failed alarm problem isolated to rf board. Unable to verify pump/minilink communication or verify lost sensor alarm due to a64 alarm. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test due to a64 alarm. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot and stained address/serial number label.

Event description:
The customer reported via phone call that insulin pump got pump error. The blood glucose at the time of the incident was 65 mg/dl. The device will be returned for analysis.